Manufacturer narrative:
Results: the distal end of the embolization coil was hanging out of the proximal end of the introducer sheath. The distal detachment tip (ddt) was fractured off the pusher assembly and inside the introducer sheath. The embolization coil had the proximal constraint sphere intact. Conclusions: evaluation of the returned components revealed the distal end of the embolization coil was hanging out of the proximal end of the introducer sheath, which indicates that the introducer sheath was re-loaded backwards onto the pusher assembly. If the introducer sheath is loaded backwards onto the ruby coil, extreme resistance will be experienced upon attempting to advance or withdraw the device. Further evaluation revealed the ddt was fractured off the pusher assembly and inside the introducer sheath. Fracture of the ddt typically occurs due to forceful withdrawal of the ruby coil against resistance. The ruby coil pusher assembly and non-penumbra microcatheter were not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached initial ruby coils into the aneurysm without an issue. While advancing a new ruby coil through the other manufacturer's microcatheter, the physician encountered resistance. Therefore, the ruby coil was removed and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.